Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, no communication could be established between the device and the programmer and was due to a depleted battery. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, the device was unable to be interrogated. It was noted that the device was exposed to therapeutic radiation. The device was explanted and replaced. Premature battery depletion was suspected.